Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# unknown explanted: (B)(6) 2022 product type catheter h3: the pump and catheter/catheter component had been returned to the manufacturer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered: naropeine (8,250.0 mcg/ ml), morphine (8,250.0 mcg/ml), and prialt (5.0 mcg/ml) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Manufacturer refill kits had been used throughout the life of the pump. A normal needle was used by the physician on the day o the removal in order to check the residual volume (three punctures).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. At present, with the new pump and catheter, the event / volume discrepancies and withdrawal had been resolved.

Manufacturer narrative:
H1 update: the type of reportable event has been updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient experienced a new withdrawal syndrome on (B)(6) 2021. The pump was empty 15 days before the scheduled filling date, whereas the pump report indicated an expected 11 ml residual reservoir volume. It was further noted that the physician had only succeeded in sucking up some traces of product and not 11 ml. The pump was therefore emptied twice as quickly as expected without the patient describing any overdose symptoms. They were questioning if the pump could present a leak at the level of the septum. The physician had filled the pump and treated the withdrawal syndrome and summoned the patient on (B)(6) 2022, i.e. 15 days earlier than under normal circumstances. The physician also plans to change the pump (date not yet scheduled). As per the log provided, the pump administered the following medications as of 2021, (B)(6) 21: naropeine (8 300,0 mcg/ml, 5 206,0 mcg/day), morphine (4 801,0 mcg/ml, 3 011,3 mcg/day), and prialt (5,0 mcg/ml, 3,1361 mcg/day).

Manufacturer narrative:
H3: analysis identified damage to the fill port septum that is consistent with post-explant damage. Analysis noted that the damage included two holes in the septum material with leaking. H6: the conclusion code d11 pertains to the analysis finding of septum damage regarding an inappropriate needle having been used after explant to aspirate the reservoir. The conclusion code d11 pertains the report volume discrepancies (less drug having been found in the reservoir than expected) which is unrelated to the septum damage that occurred after explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was implanted in 2018. The date (B)(6) 2018 is considered an approximate date of implant (specific year known only). The pump was replaced on (B)(6) 2022 and was being returned to the manufacturer. The leak at the septum was not confirmed. It was further noted that two holes were made with a normal needle (not a hubert needle) to ensure the residual volume contained in the pump. These two holes were made after the explant procedure. The residual volume at that time (at explant) was the expected volume. The cause of the issue was undetermined.

Manufacturer narrative:
D.6a: the date (B)(6) 2018 is considered an approximate date of implant (specific year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The healthcare provider planned to replace the pump on (B)(6) 2022. The pump was to be returned to the manufacturer for analysis.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine, ropivacaine (naropin), and prialt / ziconotide via an implantable pump for unknown indications for use. The drug concentrations and dose rates of the pump medications were unknown. It was reported that the patient experienced withdrawal symptoms two weeks before the date of replenishment. Normally the pump was refilled once a month. The patient was not in any environmental situation that could have led to an increase in infusion rates (altitude/ hot places/ sauna/ fever). The final filling solution was not packaged by a central pharmacy but prepared directly by medical practitioner that had refilled the patient's pump. The physician treated the withdrawal symptoms with IV morphine and then refilled the pump. According to the programmer tablet filling report, 10 ml of solution should have remained. The physician did not note the exact quantity found in the pump on that date, but according to him it was much less than 10 ml. Two weeks after the event, on (B)(6) 2021, the physician organized a filling of the pump. At this date the residual volume recovered in the syringe was consistent with what was stated in the programmer tablet report. In the state of things, they thought that the threshold maybe be linked to human error during the injection or the preparation of the solution, because no discordant element in the diffusion of the solution was found on the (B)(6) 2021 report. They planned to monitor the pump again at the next filling scheduled for the beginning of (B)(6). No surgical intervention was performed or planned. The issue was considered resolved as of(B)(6) 2021. The patient was without injury regarding their status as of(B)(6) 2021. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.